Event description:
Additional information received from the hcp reported that the cause of the event was unknown. There were no abnormal impedances. The patient was seen in january, and it was discovered that the ins was turned off. It was noted that the patient had pain at the ins site despite it being off. The ins was turned back on, and the hcp reported that there was no hospitalization and no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation and a 'call you doctor' icon was seen. It was stated that the power on reset (por) error could not be cleared. It was noted that this error happened after the patient changed batteries and saw a poor communication screen. Additional information received reported that the patient still had concerns about her device or therapy and was working with her doctor or manufacturer representative. It was noted that the patient had an appointment scheduled for (B)(6) 2012. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID 3889-28, lot# v727845, implanted: (B)(6) 2011, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).